Event description:
It was reported that this right ventricular (rv) lead exhibited a sensing issue. Device data review determined there was several shock and round of anti-tachycardia pacing (atp) delivered. All delivered was confirmed to be appropriate. This lead was subsequently deactivated and replaced. No additional adverse patient effects were reported.